Event description:
A bovie was used ot make an incision about the circumference of the tonsil. During the incision, a burn was noted in the r lateral commissure. Examine with the bovie handpiece revealed violation of the insulation of the bovie tip.